Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged high blood glucose after a supply change on the ilet during which she completed rewind, fill tubing, and fill cannula, then encountered a prompt to ¿go to fill tubing,¿ and was guided to disconnect, complete tubing fill until drops were visible at the set, and confirm no new infusion set was needed before reconnecting. Symptoms included hyperglycemia with a reported peak of 388 mg/dl and elevated glucose for almost 24 hours, with device alerts for glucose above 300 mg/dl for over 90 minutes. Outcomes included no hospitalization, no external medical intervention, no use of backup therapy, and no ketone testing due to lack of supplies. Investigation included remote troubleshooting and user education regarding proper cartridge menu navigation and safe reconnection procedures. Investigation of this case revealed a use-related issue consistent with inadvertent re-entry into the cartridge and tubing change workflow that led to an incomplete infusion process until corrective steps were taken. It was concluded, based on previously established findings for similar reports, that the cause was unclear.